Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the hand switch was replaced to resolved the issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspected breakout panel was returned for analysis. A visual inspection of the panel noted that the key is bent and stuck in the mechanism. The handswitch connector is removed from the breakout panel. Physical damage was present. The suspected power conversion was returned for analysis, however results are not yet available. The suspected plate system was returned, unused.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system motion status bar stayed green, but did not complete set-up and display green checkmark. The issue was discovered while setting up for a case. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.